Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that one day post implant, high impedance was observed on session records but it was not supported by lifetime range. Review of provided session records found that the out of range measurement occurred in the box, due to device being turned on prior to implant.